Event description:
Additional information received reported that there was no known infection at the site. It was noted that perioperative antibiotics were administered and no culture was obtained. It was noted the patient did not have meningitis.

Manufacturer narrative:
Product ID 3708160, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type extension product ID 3708220, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type extension product ID 37744, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was reported that a patient had a suspected infection. It was stated that when the patient saw the healthcare professional (hcp) he looked at the patient¿s implantable neurostimulator (ins) site and told the patient ¿I want you to go to the hospital right now. I don¿t like the looks of that¿. It was stated that the hcp was ¿afraid of a staph infection¿. It was stated that the hcp operated that night and took the patient¿s ins out. It was noted that the patient commented ¿I will see how it goes, but I don¿t want it to go as far as the last one did. It was black around it. He (hcp) told me to keep a watch on it (current ins site)¿ and if it got red to notify the hcp.